Manufacturer narrative:
The technician isolated the issue to a broken trend assembly. He replaced the trend assembly to repair the bed.

Event description:
Info received indicates, the bed will not go into the trendelenburg position.